Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred three days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 209 mg/dl and the bg meter was reading 500 mg/dl. The patient was experiencing nausea, lightheadedness, increased thirst, and increased urination. The patient took an uber to the emergency room. At the ER, the patient was treated with IV fluids (normal saline) and insulin, however, the patient was not diagnosed with diabetic ketoacidosis. The patient was discharged home after approximately three hours. The patient was feeling better at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.